Manufacturer narrative:
Heartsine's investigation of the device could not confirm the reported fault as no fault was found on the returned sam 500p. The device performed to specification throughout testing. The volume of the speech prompts was verified during the investigation. The device delivered the full shock therapy sequence without fault and was confirmed to record ECG data accurately without noise or other abnormalities.

Event description:
Information suggests the device may not be providing voice prompts. Failure to provide speech prompts may cause a delay in defibrillation, which could contribute to an adverse event. Patient involved- no impact.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
Information suggests the device may not be providing voice prompts. Failure to provide speech prompts may cause a delay in defibrillation, which could contribute to an adverse event. Patient involved- no impact.